Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): upon analysis, normal battery depletion was found.

Event description:
It was reported that there was early battery depletion and the device was at eri (elective replacement indicator). It was also reported that there was rising impedance and rising threshold. The device was explanted and replaced, and the lv (left ventricular) lead was capped and replaced. No patient complications have been reported as a result of this event.